Event description:
It was reported that an unspecified malfunction alarm occurred. The customer will continue to use current pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.